Event description:
It was reported while using bd insyte autoguard bc pro straight, 22g x 1.00" the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: unable to do automatic retractable safety.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.

Event description:
It was reported while using bd insyte autoguard bc pro straight, 22g x 1.00" the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: unable to do automatic retractable safety.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.